Event description:
It was reported that nonsustained lead noise was observed due to intermittent oversensing. The device was reprogrammed to decrease the ventricular sensitivity. At device change- out, all electrical measurements were stable and in-range. Therefore, the lead remains implanted. The patient's condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.